Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No blank display anomalies noted during testing. The power management graph was in specification. No unexpected low battery alerts noted in the format history file. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and damaged keypad overlay texture. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s display was blank. They changed the battery and it still did not power up. Troubleshooting was performed. They remove the battery but the insert battery alarm did not display on the insulin pump¿s screen. After the customer was advised to clean the battery cap contacts and insert the battery, but the display did not return. The customer was advised to leave the battery out the insulin pump for 2 hours. The customer¿s blood glucose level was 137 mg/dl. The customer called back after performing the 2 hour insulin pump rest and reported that the display was still blank. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.